Manufacturer narrative:
Patient was implanted with system on (B)(6) 2023; revised in (B)(6) 2024 due to erosion of ipg into the stomach. Patient is now doing well. Did not find out about revision until (B)(6) 2026 when patient filled out survey. Explant not returned, therefore no analysis possible; no further action to be taken.

Event description:
Implanted patient filled out a survey. She did not realized that the survey was for the device she already has. States that she had to have device replaced early 2024 (per crm, (B)(6) 2024) due to it eroding through her stomach. States she has been doing well since replacement.